Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon was unable to straighten the tip of the prograsp forceps instrument, prompting them to remove the instrument along with the cannula. However, they still couldn't straighten the tip, which led them to break the tip of the instrument to prevent damage to the cannula. After this action, they successfully removed the instrument and reinserted the cannula, allowing the procedure to continue with a backup instrument. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the shaft part and the tip of the instrument broke inside the patient but the tip remained attached to the rest of the instrument. As a result, the instrument tip could not be straightened and became immobile. It was confirmed that no part of the instrument fell into the patient. There are no images or video recordings available regarding the incident.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a dislodged proximal clevis that was attached to the main tube. Additional observation(s): the instrument was found to have fully broken grip and pitch cables inside the proximal clevis. The instrument was found to have a broken main tube approximately 8.05 mm from the distal tip. A piece measuring approximately 3.84 mm x 2.26 mm was not returned with the instrument. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause of grip and pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.